Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing did this occur? Did the device deploy any staples into the tissue? Were staples seen lying in the surgical field?

Event description:
It was reported that during an anastomosis intestine procedure, when firing the stapler everything seemed fine. But when the device was being removed from the patient they realized that the staples are not formed and the tissue was not stapled, just cut, therefore had to be sutured manually. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m5558g. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained:on which firing did this occur: occurred in the first shot.did the device deploy any staples into the tissue: remained open loose staples.were staples seen lying in the surgical field: yes.